Event description:
Spontaneous call, cadd ms3 pump sn (B)(4), maintenance due 06/21/2020. A manufacturing pump displayed that it was filling tubing, but it was not filling the tubing. Patient has functioning back up pump. Md has not been notified. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes.